Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was seen on the hub of the bd angiocath¿ 24 g x 0.75". This was noticed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: one (1) opened and unused sample of angiocath 24g x 0.75, catalog: 388336, batch 6271324 was received. After visual analysis of the product it was possible to show that there was a loose particle inside the reflux chamber. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. Although no records of foreign matter were evidenced, after analysis of the sample returned from the customer, it was possible to confirm the customer's complaint. Based on the investigation results to date the root cause was not found for this complaint.